Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records were not provided. A letter was provided from the surgeon and reviewed by a hcp, which describes findings on components of implant wear and pseudotumor/inflammation. The complaint cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified trunnion shows wear from use. Distal stem and contoured radius show abraded damage. Nicks and scratches were noted along the length of the stem from use and explant. No other damage was noted. Complaint was confirmed based on the returned device showing wear. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately nine years post implantation, patient is presenting with pain and a pseudotumor was found on an x-ray. To date, no revision has been scheduled. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02706, 0002648920-2023-00237, 0002648920-2023-00238. D10: cat #: 00877503601 / bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 / lot #: 2651987 cat #: 00877501136 / bioloxâ® delta ceramic taper liner, size jj / 36 i.d. For use with 54 mm o.d. Size jj shell / lot #: 2727208. Cat #: 00875705401 / 54mm o.d. Size jj porous uncemented with cluster holes shell use with jj liners / lot #: 62590993. Cat #: 00625006530 / bone screw self-tapping 6.5 mm dia. 30 mm length / lot #: 62619015, cat #: 00625006520 / bone screw self-tapping 6.5 mm dia. 20 mm length / lot #: 62619024. G2: scotland/united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately nine years post implantation due to pain and a pseudotumor. During the procedure, inflammation and implant wear were noted. The shell was well fixed and remains implanted. The stem, liner, and head were removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.